Manufacturer narrative:
Date of birth: 1933. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented due to in stent restenosis. The target lesion was located in the first diagonal branch. After predilation, a 2.75 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent became flared up and the struts of the stent were damaged. The procedure was completed with a plain old balloon angioplasty (poba) using a 3.0x12 balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row of the stent that were lifted and bent back distally. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented due to in stent restenosis. The target lesion was located in the first diagonal branch. After predilation, a 2.75 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent became flared up and the struts of the stent were damaged. The procedure was completed with a plain old balloon angioplasty (poba) using a 3.0x12 balloon catheter. No patient complications were reported and the patient's status was fine.